Event description:
It was reported that during a robotic assisted lap gastric bypass procedure, there was leakage at the primary seal. They used a second device to complete the case. No patient consequence reported.

Manufacturer narrative:
Tracdate sent: 08/08/2007. Information anticipated, but unavailable at this time.